Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported in clinic notes that the patient had a (B)(6). This was previously erroneously reported in MFR. Report 1644487-2019-00017, supplemental MDR #1. The device history records were reviewed for the devices. The devices were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional information has been received to date.